Manufacturer narrative:
Date of event was reported as follows: (B)(6) 2016 for the ins not charging, (B)(6) 2016 for the ins turning off, and (B)(6) 2016 for the fall.

Event description:
Information received from the patient reported that they had 2 implantable neurostimulator (ins) and thought both were not charging like they used to for the past 2 and half months. They also reported that when the ins for the neck gets a full charge "it turns itself off when she is sleeping" which had occurred for the last month and a half (at least). A fall was reported that could be related to the issue. The patient had a fall 2 weeks ago where they hit their head and landed on the floor. The patient noted that they should contact their healthcare professional (hcp) but had been very busy and has not had the time. Follow up information received on (B)(6) 2016 from the hcp reported that as troubleshooting/diagnostics performed, an x-ray was taken and the manufacturer's representative evaluated the device and attempted to charge it. As an action taken to resolve the issue, a surgical repair of the ins placement was performed. The hcp clarified that the patient only had one ins implanted. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.